Event description:
It is reported that during surgery the patient's calcar was fractured while rasping. Cables were utilized.

Manufacturer narrative:
This report will be amended when our investigation is complete.